Event description:
The customer alleged while performing routine testing the alarm did not sound as loud as the other alarms. There was no patient involvement. The nellcor puritan-bennett customer support engineer inspected the device and replaced the alarm switch and alarm assemble as a precaution. The unit passed extended self testing. It is not verified that the alarm is not as loud as the others, and no malfunction may have occurred. The parts will be returned to the manufacturer for testing and evaluation. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.